Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021. The surgeon performed a poly swap. The following eleos implants were revised: distal femur axial pin, tibial hinge component, and poly spacer. The following eleos implants remain implanted from the patient's original surgery on (B)(6) 2021: distal femur, cemented segmental stem, male-female midsection, cemented stem extension, and tibial baseplate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The investigation is in process. Attempts have been made and no further information has been made available. When the investigation is complete and if additional information is received, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2022-00007, #3013450937-2022-00009, #3013450937-2022-00010, #3013450937-2022-00011, #3013450937-2022-00012, #3013450937-2022-00013, #3013450937-2022-00014.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. The surgeon performed a poly swap. The following eleos implants were revised: distal femur axial pin, tibial hinge component, and poly spacer. The following eleos implants remain implanted from the patient's original surgery on (B)(6)2021: distal femur, cemented segmental stem, male-female midsection, cemented stem extension, and tibial baseplate. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following mdrs were also submitted for this patient: #3013450937-2022-00055; #3013450937-2022-00056; #3013450937-2022-00057; #3013450937-2022-00058; #3013450937-2022-00059; #3013450937-2022-00060; #3013450937-2022-00061; #3013450937-2022-00062.